Event description:
It was reported that the patient underwent a revision procedure due to the bipolar implant being stiff. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(4) item name femoral head 12/14 taper 28 mm diameter -3.5 neck length lot # 66187886 the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. Visual examination of the returned product identified the locking ring was inside of the shell with the chamfer in the correct position. There was no damage visible to the locking ring or to the returned insert. The locking ring was removed for further evaluation with no damage visible. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Review of the available information indicates the device was assembled per technique, was released in a conforming state, and is functioning as expected per the documented design requirements. No device failure was identified. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.